Event description:
A report was received that the patient was experiencing pain while charging the ipg and the battery would not charge. It was believed that the ipg was tilted. The patient will undergo an ipg revision or a replacement.

Manufacturer narrative:
Additional information was received that the physician did an ipg interrogation and found out that the battery was tilted. The patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient was experiencing pain while charging the ipg and the battery would not charge. It was believed that the ipg was tilted. The patient will undergo an ipg revision or a replacement.

Manufacturer narrative:
.